Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider."

Event description:
The patient reported his blood glucose history is as follows: time bg (mmol/l) (mg/dl) (B)(6). He went to the hospital with bg reading of 36 mmol/l (648 mg/dl) and they treated him with fluids intravenously.

Manufacturer narrative:
The returned product was evaluated and the top housing was found to be cracked with the internal components exposed. Due to the pulse-width data being lost, evidence of fluid and corrosion was observed within the pod; it could not be conclusively determined if there were drive issues during use that would have contributed to the reported event.